Event description:
It was reported that a vns patient underwent generator replacement surgery due to end of service. The explanted generator was returned to the manufacturer and underwent product analysis. Product analysis of the received generator revealed the generator was confirmed to be at end of service. Further analysis of the generator revealed the r35 resistor could have been more optimally chosen. Using the next lower value resistor, the caged mode met all specifications as defined by the post burn-in electrical test specification. The out-of-limit pulsing current could potentially be a contributing factor to the eos, however, the battery longevity calculation (blc) determined that the eos was an expected event.